Manufacturer narrative:
Batch review performed on 22 september 2020: lot 1907460: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-10-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery performed on the(B)(6) 2020. On the (B)(6) (4 months after primary) a hip revision surgery was performed on the left side following a cup tilting problem for unknown reason. Explantation of a versafitcup trio size 56 with mobile parts in ceramic. Reimplantation of a versafitcup size 58 (+ screw) with mobile parts in ceramic.